Event description:
Received user facility medwatch form which states "pt having a cardiac catheter catheterization. Pulmonary artery readings completed and pt began to cough up massive hemoptysis. Pt then had emergent right thoracotomy with lobectomy of right lower lobe. Pt discharged from hosp ten days later in good condition." Upon further query, the customer reported the following: the customer discussed the incident with the cardiologist and it was believed that the catheter was not defective, but what occurred is a risk with this procedure. The customer reported satisfaction with the product. Although requested, no further info was available.